Event description:
The customer reported that an infant pt was continuously monitored. At 18.32, the saturation dropped to 57% and a couple of mins later, the baby was found with a saturation of 42%. The monitor has triggered no alarms to alert any of the medical staff.

Manufacturer narrative:
The customer reported that an infant was hypoxic for 5 mins and turned blue and that no alarms were generated. The infant was given a neopuff (infant resuscitator) and recovered within 1 min. Post incident testing showed the monitor was alarming for low desat conditions, and working to specifications as tested by a phillips field service engineer with the customer's biomed present. There were no data logs available to show the alarm activity at the time of the incident. The customer does not have an iic to look at data retrospectively, and no information could be gathered from the alarm history. We will consider this event a serious injury. There is insufficient information available to confirm that a device malfunction occurred. With the available information user error cannot be ruled out.